Event description:
The reporter stated the device gave a "system failure battery depletion" alarm. The reporter stated the device was in patient room but did not specify whether the device was infusing when the issue occurred. No adverse effects reported.